Manufacturer narrative:
Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was requested. Device used for treatment, not diagnosis.

Event description:
It was reported that a t8 stardrive screwdriver stripped during a hardware removal on (B)(6) 2017. It was further clarified that the consultant stated he was not present for the surgery that took place on (B)(6) 2017, but was told of the event on (B)(6) 2017. Consultant confirms that he has no information on patient and reason for hardware removal. Also stated that all known information has been provided. This complaint is for one device. (B)(4).

Manufacturer narrative:
Alert date reported should be 12/22/2017 from previous mw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Catalog number, physical manufacture site, 510k, DHR review was completed. Part number: 03.110.007, synthes lot number: ft00145, supplier lot number: ft00145, release to warehouse date: 19-nov-2016, supplier: (B)(4), manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned instrument (part 03.110.007, lot ft00145, mfg 19-nov-2016) was inspected at customer quality and the complaint of stripped was confirmed. Whether this complaint could be replicated is not applicable because the device was returned damaged. Upon visual inspection, it was noted that the distal tip was twisted. Dimensional analysis was not performed as relevant features are significantly deformed. Drawing (current and mfg) was reviewed and no design issues were identified. DHR review showed no ncr¿s were generated during production. Material and relevant testing occurred at the time of manufacture and confirmed to have no issues through the DHR review. While no definitive root cause could be determined it is possible that the driver was over torqued during screw insertion or removal. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.